Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: she received treatment for events pelvic pain, abdominal pain, chronic, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-sep-2019: reporter details updated and patient demographics and laboratory data were added. Essure indication updated. On (B)(6) 2018, she explanted essure. Injury event was updated to pelvic pain, abdominal pain, chronic, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), fatigue, weight gain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.